Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "downstream occlusion" alarm. Functional testing involved attaching a cassette to the device and showed that the pump alarmed "cassette not attached properly." The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the event date was (B)(6)2019 and that there was no patient involvement. Updated: device evaluated by MFR.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not attached properly" error. No adverse effects were reported.